Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in the clinic for a device follow up after receiving a vibratory alert. Upon interrogation, it was noted that the implantable cardiac defibrillator was in backup mode. The device restoration was performed successfully. The patient was stable and will continue to be followed up normally.